Manufacturer narrative:
The manufacturer previously reported a failure of the device to power on. The device was received by the manufacturer and forwarded to a third party service center for evaluation. The ventilator was evaluated and the customer's complaint was confirmed. The system board was replaced to address the issue. During evaluation, a failure of the internal battery was observed. The internal battery was replaced to address the issue. The device was received by the manufacturer and forwarded to a factory authorized service center for repair.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board and internal battery. The system board and internal battery were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the system board failing to power the device on was found to be consistent with program corruption. The internal battery was evaluated and found to operate to design specifications.

Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The device has been returned to the manufacturer for evaluation, but to date, no evaluation has been completed. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.